Event description:
It was reported the customer's up button was unresponsive. The customer's blood glucose was 8.8 mmol/l. It was found the customer may have exposed their insulin pump to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump received with no up button response due to corroded keypad traces. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window, broken belt clip slot, cracked reservoir tube, stained end cap sticker and cracked battery tube threads.